Event description:
Report received indicated that during a percutaneous transluminal angioplasty to a shunt, the anastomosis balloon was reported to have ruptured. The product was prepared and clinically used as per the instruction for use (IFU). The vessel was neither calcified nor tortuous. The product (slalom thrill, 439-6040t) was advanced towards the lesion and was inflated using an indeflator, however, the balloon ruptured at 13 atmospheres during the second inflation. Therefore, it was withdrawn out of the pt's body and another balloon catheter was used to end procedure. There was no adverse consequence to the pt. This product has been returned for evaluation and testing, however, the failure analysis report is not yet complete. Add'l info will be sent within 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states product slalom.